Event description:
Per the clinic, surgery was conducted on (B)(6) 2012, to excise tissue overgrowth around the implant site. The 6mm abutment was also exchanged for a 9mm abutment. The implanted device remains.

Manufacturer narrative:
Implanted device remains.